Manufacturer narrative:
(B)(4).

Event description:
A talen stent graft system was implanted for the endovascular treatment of a 6.0 cm diameter abdominal aortic aneurysm. It was reported that a talent graft had dropped 2cm and a cuff was implanted for a type 1a endoleak. The physician felt that the cause of the migration and endoleak was disease progression and dilation of the seal zone. No clinical sequelae were reported and the patient is fine.